Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, manifested by cloudy effluent, abdominal pain and fever. Two days after the onset of peritonitis, the patient was hospitalized for the reported event. The patient was treated with amikacin (12.5mg, route and frequency not reported) and azithromycin (dose, route and frequency not reported). On the day of hospitalization, the patient began retraining on aseptic technique. It was not reported if the patient was discharged from the hospital. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.